Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 51-year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of liposuction in 2021, cholecystectomy in 2020, colonoscopy in 2018 and uterine fibroid, stomach pain, hiatal hernia, headache, diverticulitis, anxiety and urinary tract infection. Concurrent conditions were listed as gastroesophageal reflux disease, calculus gallbladder, depression, ovarian cyst, fibroids and heavy menstrual bleeding. On an unknown date, the patient had essure inserted. On (B)(6)2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): findings were grossly normal appearing fallopian tubes and ovaries. The ovaries had small fluid cysts on them bilaterally. The uterus was fibroids - on the lateral right side. At the end of procedure ¿ both ureters were vermiculating on both sides [pathology test] on (B)(6)2023: final diagnosis a. Uterus, cervix, and left fallopian tube, hysterectomy with left salpingectomy: cervix with no significant histopathologic changes. - benign weakly proliferative endometrium. - leiomyomata and adenomyosis. - metallic coil, left cornu (gross examination only). Fallopian tube with no significant histopathologic changes. B. Fallopian tube, right, salpingectomy - fallopian tube with no significant histopathologic changes clinical information uterine leiomyoma, unspecified location excessive or frequent menstruation gross description a. "Uterus cervix, left fallopian tube" -it consists of a 151 g 8.5 x 6.5 x 5.5 cm uterus and cervix. A silver metallic coiled wire is present in the left cornu. Additionally present in the container is a 7.5 x 0.6 cm pinkpurple grossly unremarkable fimbriated fallopian tube with no coiled wire. Representative sections are submitted as follows. B. "Right fallopian tube"- it consists of an 8.5 x 0.6 cm tan brown focally is disrupted fimbriated fallopian tube. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signalwas observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch numbers were available case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.